Manufacturer narrative:
This report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. Without a lot number the device history records review could not be completed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that during in-house engineering evaluation, a visual inspection was performed on an unknown implant device and determined that the needle was broken from the shaft. It was further determined that when the sleeve was removed to verify the presence of the implants, it was observed that the implants and suture were not deployed and still attached in plastic cover. There was no procedure nor patient involvement reported. No additional information was provided.